Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department (ed) with one day of dizziness. Multiple five second pauses were detected on the 30-day holter monitor. The telemetry monitor in the ed showed intermittent heart block. A temporary pacemaker was placed, and the patient was admitted to the intensive care unit. Subsequently, a permanent pacemaker was implanted four days after admission to the hospital, and the patient was discharged the following day. No additional adverse patient effects were reported.

Event description:
Additional information was received clarified that the previously reported ¿high grade¿ atrio-ventricular block was first degree atr io-ventricular block and first occurred three days following the valve implant. This same date, the patient had presented to the emergency department (ed).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department (ed) with one day of dizziness. Multiple five second pauses were detected on the 30-day holter monitor. The telemetry monitor in the ed showed intermittent heart block. A temporary pacemaker was placed, and the patient was admitted to the intensive care unit. Subsequently, a permanent pacemaker was implanted four days after admission to the hospital, and the patient was discharged the following day. No additional adverse patient effects were reported. Additional information was reported from the patient's admission notes indicating the contributing factors to the "high grade" atrio -ventricular block likely included age-related degeneration of the conduction system and the transcatheter aortic valve replacement procedure.

Manufacturer narrative:
Updated data: b5. Second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the heart block was resolved with sequelae six days after the onset.

Manufacturer narrative:
Updated data: b5. D3. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.